Event description:
During an atrial flutter left procedure, it was reported that they lost all the information (temperature, impedance) on the stockert remote during radio frequency (rf) and was not able to stop rf using the remote. The rf was stopped using the stockert 70 system and they were able to retrieve the rf information by rebooting the equipment. The procedure was completed conventionally with no patient consequence. On (B)(6), received additional information requested from bwi representative stating that the ablation was turned off due to length of time however; they were not able to turn ablation off with the stockert remote and done emergently at the ablation generator.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During an atrial flutter left procedure, it was reported that they lost all the information (temperature, impedance) on the stockert remote during radio frequency (rf) and was not able to stop rf using the remote. The rf was stopped using the stockert 70 system and they were able to retrieve the rf information by rebooting the equipment. The procedure was completed conventionally with no patient consequence. The issue was a loose cable, cable installed correctly and the problem was resolved. The DHR associated with stockert 70 system # (B)(4) was reviewed and there were not any discrepancies noted. The system met all specifications upon its release. The customer complaint was confirmed.